Event description:
The patient had an informational power on reset (por) message display on her patient programmer (pp). There was no loss of therapy and the patient still had stimulation. Reason for the por was unknown. An information request was made regarding the pp. The company representative showed the patient how to clear the por and everything was fine. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3708120, serial# (B)(4), implanted: 2008-(B)(6), product type extension. Product ID 3708120, serial# (B)(4), implanted: 2008-(B)(6), product type extension. Product ID 39565-30, serial# (B)(4), implanted: 2008-(B)(6), product type lead. (B)(4).